Event description:
3.2 x 140 pin broke in half when dr. Was removing the pin. Case type: tka. Update: pin was being removed from femur when it broke. It was in the femoral array stabilizer. Both halves of bone pin removed.

Manufacturer narrative:
Reported event: 3.2 x 140 pin broke in half when dr. Was removing the pin. Case type: tka. Product inspection: product inspection could not be performed as the product was not available for evaluation. Product history : review product history review did not reveal any results and product was not returned. Complaint history: review a review of complaints in catsweb and trackwise related to p/n 213527, lot number 48940618 shows 00 additional complaints related to the failure in this investigation n. Conclusion: the event could not be confirmed as the product was not returned for inspection. Nc/CAPA history review: corrective action/prev entive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
3.2 x 140 pin broke in half when dr. Was removing the pin. Case type: tka. Update: pin was being removed from femur when it broke. It was in the femoral array stabilizer. Both halves of bone pin removed.